Event description:
It was reported to philips that sparks emitted from the paddle tray. The customer confirmed that the plates were pitted and there was no evidence of any residual electrolyte gel on either the plates or paddle tray. There was no reported patient involvement and no adverse patient/ user impact.